Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had a damaged connector. The issue was found during preparation before use inspection for an unspecified procedure. There were no reports of procedural delays. The device was returned for evaluation. During the device evaluation, it was found that there was no image due to poor contact of the video connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results for the device evaluation and the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the allegation of damaged connector was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that a poor contact of the video connector led to the malfunction resulting in the no image issue. Olympus will continue to monitor field performance for this device.